Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01557, 3005168196-2020-01558, 3005168196-2020-01559, 3005168196-2020-01560.

Event description:
The patient was undergoing a coil embolization procedure off a branch of the superficial femoral artery (sfa) using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician placed one ruby coil lp into the target vessel using the microcatheter. While attempting to advance the second ruby coil lp through the microcatheter, the physician experienced resistance and subsequently, the pusher assembly of the ruby coil lp kinked. Therefore, the ruby coil lp was removed. Then, while attempting to advance the third, fourth, fifth, and sixth ruby coil lps through the microcatheter, the same issue occurred. Therefore, the third, fourth, fifth, and sixth ruby coil lps were removed. Afterwards, an angiograph was performed, and the physician was satisfied with the results. The procedure ended at this point. There was no report of an adverse effect to the patient.